Event description:
A healthcare professional reported that " the fourte needles that were packaged with fourte expander fill system (small te) is expired and was not able to use." No patient contact was made.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device was not used nor implanted, therefore no reason for reoperation.